Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternative method of insulin therapy.